Event description:
As reported by the edwards territory manager, during a transapical tavr there was central aortic insufficiency post valve deployment. Per report, post bav and rapid pacing, the patient¿s pressure remained low. The valve was deployed 60:40 aortic. Post valve deployment, the patient had a large central jet and the pressure remained very low in the 30's. An attempt was made to increase the patient¿s pressure medically which was not successful and the patient coded. CPR was done for 20 minutes. The patient was defibrillated at 300 and 360 joules multiple times and sinus rhythm was restored. The physician was concerned that the valve had migrated or ejected with all of the CPR so a second valve prepped just in case. They patient was placed on bypass. Echo and angiogram showed the valve was stable and operating well. The patient was placed on ECMO, after which, they stabilized and were extubated. As reported, this event had nothing to do with the valve, the patient was high risk with a low ejection fraction [30%]. It was also considered that significant metabolic issues contributed, based on labs drawn during the procedure. Per additional information received, this patient expired four days post tavr. The cause of death is under investigation. Additional information: the native valve/leaflet calcification was moderate; the aortic root calcification was described as mild; coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held.

Manufacturer narrative:
Per the instructions for use, hypotension and valve regurgitation are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, a combination of patient and procedural factors [decreased ventricular function leading to a slow recovery of adequate ventricular flow post bav and valve deployment, intra-procedural medications, and anesthesia] caused or contributed to hemodynamic instability and initial central aortic insufficiency. Per report once the patient was stabilized echo and angiogram showed the valve was stable and operating well. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
Per medical records received, following the tavr procedure the patient was taken to the cardiovascular recovery unit, where he continued to do poorly. He had abdominal distention. This was felt to be related to possible retroperitoneal bleed. He was taken back to the operating room. His ECMO cannulation was switched to venovenous, as he had poor respiratory function and his heart function seemed to improve slightly. He was found to have retroperitoneal bleed. The femoral vessels were repaired and the patient was taken again back to the cardiovascular recovery unit where he was started on cvvh, as well as continuation of vv-ECMO. By the next postoperative day, the patient required multiple vasopressive agents, including epinephrine and levophed and he was taken for a cat scan of his chest, abdomen, and pelvis as well as a CT of his head. He afterwards was taken to the intensive care unit, where he was monitored very closely. By post-op day 2, he continued on multiple vasopressive agents. He remained critically ill. He had cerebral edema by his cat scan. On post-op day 3, the patient remained in guarded condition. He remained on multiple vasopressive agents and continued on cvvh ECMO. By post-op day 4, the patient¿s pressure requirements had increased substantially. He continued to not have any neurologic response. Neurology was asked to see the patient and they thought he had a very poor prognosis given his history and exam. He was also given methylene blue with little success in elevating his blood pressure. After long discussions with the family, they wished to make the patient comfort care. They had waited for family members and the patient expired that evening after being weaned from his drips and ECMO and the ventilator.